Event description:
The pt called on 11/19/04 alleging that the meter did now power on. The pt replaced the batteries less than a year ago and meter still did not power on. The pt contacted a medical professional for advice, and there is no info on whether the pt received any treatment. Pt purchased a new meter and started using the new device. Customer service was unable to resolve the issue and sent the pt a new meter. Based on the info provided, this case is being reported as a malfunction, since the power issue was not resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.